Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: successfully inserted 18g, but piv was leaking from the back side (rubber stopper), and had to re-insert of another 18g.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383539 and lot number 2325431. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.